Event description:
It was reported that several bd plastic non-sterile luer-lok¿ tip syringes were found with defects before use, including: 1000 syringes from lot # 8340981 with ink stains, 180 syringes from lot # 8242807 with barrel/flange damage, 50 syringes from lot # 8242807 with damaged plunger rods, and 1000 syringes from lot # 8242807 with foreign matter in the barrel. The ink stains were reportedly removed by employees with "special liquid". The following information was provided by the initial reporter, translated from polish to english: "among the delivered amount of 11200 pcs from lot 8340981 there were the following defects: 5ml syringes, which had ink stains in the place where we are making the inscription -1000pcs, our employees are removing those stains with special liquid, they are very difficult to remove and it takes lots of time, among the delivered amount of 11200 pcs from lot 8242807 there were the following defects: 5ml syringes, scratches 500pcs. 5ml syringes damaged 180 pcs. 5ml syringes - defective plunger - 50pcs. 5ml syringes - ink stains 1000 pcs".

Manufacturer narrative:
Investigation summary: three photos were received and evaluated. The photos depicted parts of what appeared to be three loose 3ml syringes. One syringe had a brown particulate visible on the barrel wall outside the fluid path. Adjusted for size on screen, the particle appeared to be smaller than level 3. Two syringes were observed to have small grey particles which were either on the barrel surface or between the barrel and the plunger rod¿s retaining ring. The particles were outside the fluid path and adjusted for screen size appeared to be smaller than level 3 in size. Particles that are smaller than level 3 in size outside the fluid path are acceptable per product specification. Without physical samples to evaluate, the particles could not be identified based on the photos alone. No other defects were observed in the photos received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No samples were received for evaluation of the reported damaged barrel, defective plunger, or ink foreign matter, therefore the defects could not be confirmed and root cause not defined. Potential root cause for loose foreign matter observed could not be determined based on the three photos received, as there is no sufficient information of whether the foreign matter was inside or outside the barrel and its composition. Since no samples were received and no defects were confirmed, no corrective actions are necessary for the reported damaged barrel, defective plunger, or ink foreign matter. Since the loose foreign matter defects observed in the photos are within the acceptable limits, no corrective actions are necessary. Batch 8242807 is considered in compliance with our product specification requirements.

Manufacturer narrative:
Correction: one lot was incorrectly reported. D.4. Medical device lot #: 8242807. H.6. Investigation summary: three photos were received and evaluated. The photos depicted parts of what appeared to be three loose 3ml syringes. One syringe had a brown particulate visible on the barrel wall outside the fluid path. Adjusted for size on screen, the particle appeared to be smaller than level 3. Two syringes were observed to have small grey particles which were either on the barrel surface or between the barrel and the plunger rod¿s retaining ring. The particles were outside the fluid path and adjusted for screen size appeared to be smaller than level 3 in size. Particles that are smaller than level 3 in size outside the fluid path are acceptable per product specification. Thirty-one loose 5ml syringes were received and evaluated. Six were in a bag labelled with batch 8340981 (p/n 301027) and all appeared to have an ink spots larger than level 4 in size and were rejectable per product specification. Twenty-five were in a total of four bags labelled with batch 8242807 (p/n 301027). Five had jammed stopper conditions and were rejectable per product specification. Five were observed to have broken or cracked flanges and were rejectable per product specification. Five were observed to have ink spots larger than level 4 in size and were rejectable per product specification. Ten were observed to have cosmetic scratches that did not affect the form fit or function of the device and were acceptable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Machine logs indicate there were issues with the silicone guns during the manufacture of batch 8242807. Potential root cause for loose foreign matter observed could not be determined based on the three photos received, as there is insufficient information of whether the foreign matter was inside or outside the barrel and its composition. The potential root cause for the ink spots is associated with the marking process. It is possible some ink may have gotten onto a portion of the rail due to an ink spill. The potential root cause for the jammed stopper defect is associated with the assembly process. It is likely the issues with the silicone gun caused insufficient silicone in the barrel. This can cause excess friction when the plunger rod and stopper are being inserted into the barrel. The result may cause the stopper to get caught and become jammed between the barrel wall and plunger rod. The potential root cause for the damaged flanges is associated with the assembly process. It was likely a mistiming of the barrel transfer dials. The location of the damage is consistent with where the dials hold the barrel. Since the loose foreign matter defects observed in the photos are within the acceptable limits, no corrective actions are necessary. The markers were reported undergo cleaning during the manufacture of each batch. The silicone gun was replaced. The timing of the dials was verified to be working properly. No corrective actions are necessary based on the defective rate identified. Batch 8340981 and 8242807 are considered in compliance with our product specification requirements. No corrective actions are necessary based on the defective rate identified. Batch 8242807 is considered in compliance with our product specification requirements.

Event description:
It was reported that several bd plastic non-sterile luer-lok¿ tip syringes were found with defects before use, including: 1000 syringes from lot # 8340981 with ink stains, 180 syringes from lot # 8242807 with barrel/flange damage, 50 syringes from lot # 8242807 with damaged plunger rods, and 1000 syringes from lot # 8242807 with foreign matter in the barrel. The ink stains were reportedly removed by employees with "special liquid". The following information was provided by the initial reporter, translated from polish to english: "among the delivered amount of 11200 pcs from lot 8340981 there were the following defects: 5ml syringes, which had ink stains in the place where we are making the inscription -1000pcs, our employees are removing those stains with special liquid, they are very difficult to remove and it takes lots of time, among the delivered amount of 11200 pcs from lot 8242807 there were the following defects: 5ml syringes, scratches 500pcs, 5ml syringes damaged 180 pcs, 5ml syringes - defective plunger - 50pcs and 5ml syringes - ink stains 1000 pcs".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8340981, medical device expiration date: 2023-11-30, device manufacture date: 2018-12-06. Medical device lot #: 2018-08-30, medical device expiration date: 2023-08-31, device manufacture date: 2018-08-30. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd plastic non-sterile luer-lok¿ tip syringes were found with defects before use, including: 1000 syringes from lot # 8340981 ink stains, 500 syringes from lot # 8242807 with cracked barrels, 180 syringes from lot # 8242807 with barrel/flange damage, 50 syringes from lot # 8242807 with damaged plunger rods, and 1000 syringes from lot # 8242807 with ink stains. The ink stains were reportedly being removed by employees with "special liquid". The following information was provided by the initial reporter: "among the delivered amount of (B)(4) pcs from lot 8340981 there were the following defects: 5ml syringes, which had ink stains in the place where we are making the inscription -1000pcs, our employees are removing those stains with special liquid, they are very difficult to remove and it takes lots of time. Among the delivered amount of (B)(4) pcs from lot 8242807 there were the following defects: 5ml syringes, scratches 500pcs, 5ml syringes damaged 180 pcs, 5ml syringes - defective plunger - 50pcs, 5ml syringes - ink stains 1000 pcs."

Manufacturer narrative:
Correction: additional information was received regarding the reported defects. The following information has been updated: describe event or problem: it was reported that several bd plastic non-sterile luer-lok¿ tip syringes were found with defects before use, including: 1000 syringes from lot # 8340981 with ink stains, 180 syringes from lot # 8242807 with barrel/flange damage, 50 syringes from lot # 8242807 with damaged plunger rods, and 1000 syringes from lot # 8242807 with foreign matter in the barrel. The ink stains were reportedly removed by employees with "special liquid". The following information was provided by the initial reporter, translated from polish to english: "among the delivered amount of 11200 pcs from lot 8340981 there were the following defects: 5ml syringes, which had ink stains in the place where we are making the inscription -1000pcs, our employees are removing those stains with special liquid, they are very difficult to remove and it takes lots of time, among the delivered amount of 11200 pcs from lot 8242807 there were the following defects: 5ml syringes, scratches 500pcs. 5ml syringes damaged 180 pcs. 5ml syringes - defective plunger - 50pcs. 5ml syringes - ink stains 1000 pcs."

Event description:
It was reported that several bd plastic non-sterile luer-lok¿ tip syringes were found with defects before use, including: 1000 syringes from lot # 8340981 with ink stains, 180 syringes from lot # 8242807 with barrel/flange damage, 50 syringes from lot # 8242807 with damaged plunger rods, and 1000 syringes from lot # 8242807 with foreign matter in the barrel. The ink stains were reportedly removed by employees with "special liquid". The following information was provided by the initial reporter, translated from polish to english: "among the delivered amount of 11200 pcs from lot 8340981 there were the following defects: 5ml syringes, which had ink stains in the place where we are making the inscription -1000pcs, our employees are removing those stains with special liquid, they are very difficult to remove and it takes lots of time, among the delivered amount of 11200 pcs from lot 8242807 there were the following defects: 5ml syringes, scratches 500pcs. 5ml syringes damaged 180 pcs. 5ml syringes - defective plunger - 50pcs. 5ml syringes - ink stains 1000 pcs."